Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, externalized conductors were observed via fluoroscopy. When performing induction tests, over current detection was noted. Low, out of range high voltage lead impedance and an alert of possible hv circuit damage were detected. The lead and device were explanted. Patient condition was good.